Manufacturer narrative:
Onset of infection captured under MFR. Report # 2916596-2021-07251. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The device operated as expected and was not returned for evaluation. Heartmate 3 (hm3) left ventricular assist system (lvas) instructions for use (IFU) and patient handbook is currently available. This IFU lists infection, death, and other potential events, as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system in section 1, ¿introduction¿. Section 6 of the IFU, ¿patient care and management¿, also lists infection as a potential late postimplant complication. Furthermore, several sections of the hm3 IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 16nov2020. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away from idiopathic cardiomyopathy. The patient had been on service with hospice for months due to failure to thrive, infected diabetic ulcer, and a sternal wound infection. The device operated as expected and the patient's death was not considered to be device related.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.